Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "image disturbance." Involving pentax model ec38-i10cm/serial (B)(4). The event was reported to have occurred during pre-inspection check. No further information was provided at the time of the report. The device was returned to pentax medical service workshop in (B)(4) where the following was confirmed: foggy, misty image.

Manufacturer narrative:
Pentax model  ec38-i10cm is not distributed in the USA, therefore 510k is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.